Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: 1627487-2014-26429.

Event description:
It was reported the patient is receiving a low battery warning but is unable to establish communication with her ipg via the charger. A replacement charging system was sent to the patient, however the issue persisted. The sjm representative met with the patient and was unable to establish communication using multiple chargers. Surgical intervention may take place at a later date.

Event description:
Device #2 of 2: reference 1627487-2014-26429.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.